Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was a result of infection. In the revision, the tibial locking bolt, and the tibial insert, the tibial tray and the femoral component were replaced.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation for the explanted devices revealed no deviations from process or non-conformity of product that would have caused the adverse event.